Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Follow up report for correction. Annex a code was incorrect in the initial MDR. Annex a code should be a0401 ¿ break. One sample and 3 photos of a 5ml eurographics syringe (p/n - 309649) batch 3206663 were received and evaluated. The sample was misplaced and could not be located. One photo shows the top web portion of the package with all applicable product information. Two of the photos each show one loose syringe with the barrel tip broken off. The condition observed is non-conforming per product specification. An investigation was performed at the manufacturing site based on the information received from the customer. All raw components (barrels) that were used in the production of finished syringe batch (3206659, 3206661, and 3206663) originated from the same molding batches. During production of one of the barrel batches used as an input into batches 3206659, 3206661, and 3206663 a power dip occurred at the facility. The power dip occurred during production of the barrel batch that utilized the mold and cavity where the broken tip occurred at point of use by the customer. After the power dip, an incomplete fill on the barrel tip was found on the manufacturing side (not molding) at the beginning of an order. All components at the manufacturing line were rejected and molding was notified of the issue. Potential root cause for the broken tip/incomplete fill defect is likely associated with the power dip experienced at the facility during production of one of the molded raw component batches. A quality alert was distributed to the plant and relevant manufacturing associates highlighting the criticality that this broken tip defect might have on our customers. A device history record review was completed for provided lot number 3206663 that showed no other rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c tip broke. The following information was provided by the initial reporter translated from french to english: "preparation of an injectable drug using a 5ml luer lock syringe. When injecting the drug through the patient's infusion, I noticed that the product was leaking from the tip of the tubing (of the infusion). After mismatching the 5ml syringe to the tubing, I noticed that the tip of the syringe had broken off and remained on the patient's tubing. We managed to remove the tip."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr 9962930 follow up report for correction. Annex a code was incorrect in the initial MDR. Annex a code should be a0401 ¿ break.

Event description:
No additional information was provided.